Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that no unexpected event related to a medtronic device occurred. No further details were provided.

Manufacturer narrative:
Citation: ielasi et al. A novel generation balloon-expandable versus supra-annular self-expanding trans-catheter heart valve in patients with severe aortic stenosis and calcified left ventricle outflow tract. Cardiovasc revasc med. 2025 sep 30:s1553-8389(25)00506-8. Doi: 10.1016/j.carrev.2025.09.013. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a balloon-expandable versus self-expanding transcatheter heart valve in patients with severe aortic stenosis and calcified left ventricle outflow tract. The study population included 257 patients who were predominantly female with a mean age of 83 years old. Multiple manufacturers¿ devices were implanted in the study population; 161 patients were implanted with a medtronic evolut pro or evolut pro+ bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all evolut valve patients, clinical observations included: valve embolization, moderate-to-severe paravalvular leak, arrhythmia requiring permanent pacemaker implant, bleeding complication, and stroke. No further information was provided pertaining to medtronic products.